Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No weak battery alerts or battery out limit alarms noted. The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act and arrow buttons were stuck and not responsive. The customer also reported replacing the battery and a weak battery alarm and battery out limit alarm occurred after. Customer's blood glucose was 86 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.